Event description:
It was reported that the patient experienced dizzy spells, and that there was low impedance, noise, oversensing, high threshold, and a polarity switch to unipolar. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.